Event description:
It was reported the trial patient¿s stimulation was not working like the day prior to call. It was noted the patient saw the low battery light on the external neurostimulator. It was reported the patient changed batteries and stimulation had changed. It was noted the patient barely felt stimulation. It was reported the leads were not dislodged and the patient had been very aware of their body position. It was noted turning stimulation off and on again did not resolve the issue. It was reported the patient felt stimulation at the top of their back when stimulation was cranked up and not where they were supposed to. It was noted the low battery light did turn off when the battery was replaced. Additional information received reports the patients trial lead came loose on the left side after a couple of days. There was no reason for this to happen. They placed another trial lead on the patient¿s right side and the stimulation worked just fine. The patient to undergo permanent implant in the next few weeks.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ens was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ens. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ens is inconclusive because the root cause and outcome for the reported loss of stimulation remains unknown. (B)(4).